Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the light source exhibited the lamp does not light up due to a malfunction in the igniter (e103 occurred). There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed the light source would not light up. The cause of the issue was attributed to faulty ignitor. Olympus will continue to monitor field performance for this device.